Manufacturer narrative:
Analysis could not confirm the error, however it was confirmed that the overlay was cracked. The stylus was unable to interact with the programmer as a result of the cracked overlay. It was also found that the keyboard slide cover was missing, and the keyboard hinges were broken. The spacer between the micro processor unit (mpu) and link electronic module (lem) board was also found to be broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was displaying an error code, and the screen was broken. The programmer has been returned for repair. The programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.